Event description:
The facility sent a fax that stated the surgeon implanted a aq2010v 3 piece silicone lens. The lens was removed due to sulcus. Not due to the lens. No pt injury. The injector and cartrige model and lot numbers were not provided by the facility. Additional information has been requested, but none has been forthcoming from the user facility.